Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Based on available information, a cause for the reported thrombosis cannot be determined. The reported mitral regurgitation (mr) is due to patient condition. Additionally, the reported patient effects of thrombosis and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. The other clip referenced in b5 is filed under a separate medwatch report number.

Event description:
Additional information received reported that the patient was discharged from the hospital on (B)(6)2020. On (B)(6)2020, a transthoracic echocardiography (tte) showed that the first clip used during the procedure had leaflet damage and mr exacerbated to 4+. The tear occurred at p2 region of posterior leaflet where the clip had been attached to and detached from the posterior leaflet. The clip remained stable. The patient was re-admitted to the hospital due to heart failure exacerbation on (B)(6)2020. The patient is planned for mitral valve replacement surgery. No additional information was provided.

Manufacturer narrative:
The device was reported to be discarded. Investigation is not yet completed. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced in is filed under separate medwatch report number.

Event description:
This is filed to report the hematoma [thrombus] noted during the procedure. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4+. The clip delivery system (cds) was advanced to the mitral valve and the clip was placed per the instruction for use (IFU). It was decided to add another clip to further reduce mr. The second cds was advanced to the mitral valve without issue and when grasping and performing leaflet insertion assessment (lia), a hematoma [thrombus] was noted outside the left atrium. Therefore, the clip was retracted the to the left atrium. Transesophageal echocardiography (tee) and transthoracic echocardiography (tte) was performed but no conclusion could be reached, so the second clip deployment was aborted. The cds was retracted from the patient anatomy. Computed tomography (CT) was performed after the procedure, but no hematoma was found. However, blood was noted adhered to the probe after it was removed. Additionally, a right to left shunt was confirmed after the steerable guide catheter (sgc) was removed. One clip was implanted, reducing mr to 2+. There was no treatment for the hematoma or shunt. The patient condition is stable. No additional information was provided.